Event description:
The customer reported that at the end of a therapeutic plasma exchange (tpe) procedure,the rn noticed a discrepancy in the patient's fluid balance. She had performed custom prime with albumin solution. At the end of the procedure, she performed partial rinseback to give the patient 55ml of red cells from the channel, but the machine expected to give 185ml back,so the patient was -112ml. The patient was given saline for the hypovolemia. Per the customer, the incident did not cause continued problems. The patient is improving with additional tpe procedures. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to device malfunction, in the form of operator error, that has the potential for injury.

Manufacturer narrative:
Investigation: after speaking with the nurse, it was determined that when she selected custom prime with albumin, she also changed 'no rinseback' to 'rinseback'. The spectra optia machine decreased the fluid balance to allow for rinseback at the end of this procedure and targeted to give the patient approx 185mls, but only 55 mls were given during rinseback leaving the patient negative 112 mls. If she had left it at no rinseback until the end of the procedure and then did a partial rinseback to give those red cells back, the patient would have been positive 55 mls. The negative 112 mls is approximately 5% tbv. The customer performed an additional tpe procedure on the patient the next day, and did custom prime with full rinseback. There were no issues and the patient was +5ml at the completion of the procedure. The run data file (rdf) was analyzed for this event. Per the rdf, the machine operated as intended and did what it was commanded to do. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Root cause: this disposable set was unavailable for specific root cause analysis. Service call and rdf shows that the system operated as intended. Per discussions with the customer, the root cause for the hypovolemia is related to the operator selecting "rinseback" instead of"no rinseback" at the start of the procedure and then stopping the rinseback at the end of the procedure after the first 50-60mls were given.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site. Pumps, rotors, pressure transducers, and valves were all within manufacturing specifications. No issues were identified with the machine. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the last year of service history for this device indicated no other reports related to this issue. An internal report shows that the machine has been in use with no further occurrences of the problem.